Manufacturer narrative:
As reported, about nine months post-implant of ventralex hernia patch, the patient was diagnosed with hernia recurrence and underwent surgery with the implant of ventrio mesh. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and to the procedure, however, based on the information provided, no conclusions can be made. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2016 - subject patient underwent primary open midline umbilical hernia repair procedure, during which a bard/davol ventralex hernia patch was placed underlay fashion intra-peritoneally. The fixation of the mesh was done using sutures. Full skin closure was achieved using sutures and surgical glue. On (B)(6) 2017 - subject patient was diagnosed with hernia recurrence. On (B)(6) 2017 - subject patient underwent an open midline umbilical hernia repair and implanted with a bard/davol ventrio hernia patch. Full skin closure was achieved using sutures. The patient was discharged on (B)(6) 2017. Per the study clinician, the reported adverse event has been assessed as severe, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovered/resolved.